Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The ceramic head had worn through the poly liner. The implants had been implanted 1yr 1/2 ago. The patient reported a loud squeaking sound before that she had been very active. The patient wanted to keep the implants so I do not have the implants to return. The liner, cup and head were revised but the stem was fine which was corail.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this complaint was not returned for examination. Thee photo investigation found considerable wear appearance throughout the inner surface on the liner caused by the the head grinding against it and brakeage of the liner caused by the same grinding. The investigation can confirm the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, a2 (age), a3, d6a, g2. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: b3, b5, d6b, e3, h6 (clinical code). E3 initial reporter occupation: lawyer.

Event description:
Additional information received indicated that the patient was revised due to sudden uncomfortability and started squeaking very loudly. An x-ray was carried out discovering the liner of the hip replacement socket had worn through, resulting in squeaking noises. Doi: (B)(6) 2020. Dor: (B)(6) 2022. Affected site: left hip.